Event description:
Spacelabs received a report that on (B)(6) 2015 an arkon anesthesia machine experienced a ventilator failed state during a patient procedure. The system was placed into manual ventilation and care continued by the clinician. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. Placeholder.